Manufacturer narrative:
The returned cable was evaluated. Both visual inspection and x-ray image showed damages to the connector pins. The module could not be tested due to the damaged cable connector pins. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
The customer reported cables loses spo2 signal. No consequences or impact to patient was reported.